Event description:
Customer reports the following: biomed reported failures in log. Trying to get more info on reported error. 8/17-biomed confirmed pump problem alarm, no patient harm, pins were cleaned. Preliminary review indicates that this was due to a pneumatic valve 3 leak. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.